Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 133 mg/dl. The customer stated that when she went to press the up arrow, the numbers ramped to 500 and back again on their own. She noted that she had been sweating at the beach with the device on prior to the keypad issues. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor or the battery tube assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.